Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Advanced failure analysis (afa) confirmed the initial failure analysis findings. The instrument was tested for continuity between all points (plug/crimp/wrist/jaw) and failed between the wrist and the jaw without the ceramic spacers. Instrument was x-rayed and the conductor wire was found to have slightly separated from the weld at the jaw that failed continuity. Dsp logs were not available, a log review was not able to be performed. The root cause was determined to be a manufacturing issue. On 19-july-2021, intuitive surgical, inc. (Isi) received patient information from the customer. Refer to the patient-related fields in section a for the details provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated the customer reported complaint of "not coagulated". The electrical continuity test failed, indicating that there was not a complete circuit for proper energy delivery. Housing was removed and no damage to the conductor wire was observed. The conductor wire at the wrist assembly did not appear to be damaged either. Performed grip force test was performed on the grips as additional testing, and it measured at 6.81 lbf in straight orientation, 6.64 lbf in yaw, and 6.7 lbf for pitch. All readings were above the minimum requirement of 4.25 lbf. Electrode gap inspection was tested as an additional functional check. The electrode gap test passed. In addition, verified gap between grips was 0.002". The instrument also passed knife slot test and ceramic dot verification test. This instrument will be transferred to engineering to determine if there is a short or a broken wire internally resulting in failed continuity. There were no logs available for this instrument. A review of the site's complaint history does not reveal any related complaints involving this product or this event. A review of event details cannot be performed via system logs because system logs do not exist for this procedure. The vessel sealer extend instrument is intended for grasping and blunt dissection of tissue and for bipolar coagulation and mechanical transection of vessels up to 7 mm in diameter and tissue bundles that fit in the jaws of the instrument. When functioning properly, the instrument has both visual (tissue effect) and audio (tones from the generator) cues that provide feedback to the user that it is operating as intended. Based on the information provided this complaint is being reported due to the following conclusion: the vessel sealer extend instrument reportedly did not seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer extend instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer extend may have incurred a failure mode that is known to impact sealing effectiveness with no claim or evidence of mishandling/misuse. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted segmental pancreatectomy surgical procedure, the vessel sealer extend instrument did not coagulate. The procedure was completed with no reported injury.